Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number not provided.

Event description:
The customer called into philips to report that they needed defibrillator parts information. There was no reported patient involvement / adverse patient impact.